Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited a product performance issue. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.